Manufacturer narrative:
Explant due to shortness of breath was reported. The investigation found that the calcifications on all the leaflets and leaflets 2 and 3 were torn. All leaflets have fibrous thickening and contain coalesced, calcified nodules, which distort and efface the normal cusp architecture, and leaflets were torn (2&3) associated with calcifications. No inflammation was present. However, the calcification on the leaflets may have caused the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined. However, the calcification noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 25mm trifecta valve was implanted. On (B)(6) 2023, the patient experienced shortness of breath. It was determined that the patient needed a new valve due to aortic insufficiency. The device was explanted and replaced with a 25mm epic plus. The patient is reported to be discharged.